Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. We are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a cervical procedure using posterior fixation at c1/2 for odontoid posterior pseudotumor at unknown date in 2005. It was confirmed that the screws on both sides at c1 were broken. The revision surgery was not scheduled, because the patient is an elderly female, and she was asymptomatic.